Manufacturer narrative:
The sample was collected in a lithium heparin plasma tube, and centrifuged at 3000 rpm for 10 minutes. No additional cardiac tests were performed on the patient. Qc was within the expected ranges. System check prior to the event produced results within the specifications. Service was dispatched on (B)(4) 2011 and the field service engineer verified that hardware was performing within instrument specifications. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to erroneously elevated troponin (accutni) results within the risk stratification range generated by access 2 immunoassay system for one patient. The result was reported out of the laboratory, and questioned by the physician. Subsequent testing on the same sample and a redrawn sample produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.